Event description:
She deactivated the device at 6:58 pm and noted that the cannula was bent "in half" and also that there was blood and pink discoloration around the adhesive near the cannula. When the pod was first applied, she noticed the adhesive lifted near the cannula area, but cannula was inserted in the infusion site when pod was removed. Five days later ((B)(6) 2013), she went to the emergency room and was diagnosed with cellulitis. She was treated with hiv antibiotics and sent home.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No kink or bend was noted in the cannula. No malfunction or other product condition that would have contributed to the pt's hyperglycemia or cellulitis was found. Qualification and sterilization records were reviewed and the product let met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."